Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultralink meter kept reverting to setup mode. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issues began on (B)(6) 2016. The patient manages her diabetes using insulin pump therapy. She reported consuming more food/drink in response to the alleged meter issue. The patient reported that (unknown date/time) after the alleged meter issue started she developed the symptoms of shaky, sweaty and heart pounding&#56224;the patient denied receiving medical treatment for her symptoms. During troubleshooting, the csr confirmed that this was not the first use of the meter and that the meter had not been misused. It was confirmed that the meter issue did not occur following a battery removal/replacement. Csr was able to resolve the issue with troubleshooting steps. The patient's product(s) were replaced; patient unwilling to return the meter. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia, after the meter issue began. The subject meter could not be ruled out as a cause or contributor to the event.